Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to low blood glucose. The customer's spouse also reported that the insulin pump was giving too much insulin pump. The customer's blood glucose was around 50 mg/dl at the time of incident. The customer's blood glucose was 190 mg/dl at the time of call. The customer's blood glucose was 42 mg/dl at the time of hospitalization. The customer's spouse stated that the blood glucose was stabilized during hospitalization. The customer's spouse stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The insulin pump will not be returned for analysis.